Event description:
It was reported that the patient reached targeted temperature (tt) about 1.5 hours ago but has been continuously dropping in an arctic sun device. Patient temperature (pt) was now at 30.9c, water temperature (wt) was 41.8c and has been in the 40s since patient temperature (pt) started dropping. Good pad coverage and water flow rate (wfr). Double checked probes and changed out probe as well. Discussed medication administration. Explained patient temperature drop appeared to be patient related and confirmed device was responding appropriately. Discussed adding warm blankets or bair huggers if not contraindicated by their protocol. Encouraged to call back with any alerts, alarms or if water temperature (wt) dropped while patient temperature (pt) was still low.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Patient temperature (pt) was now at 30.9c, water temperature (wt) was 41.8c and has been in the 40s since patient temperature (pt) started dropping. Good pad coverage and water flow rate (wfr). Double checked probes and changed out probe as well. Discussed medication administration. Explained patient temperature drop appeared to be patient related and confirmed device was responding appropriately. Discussed adding warm blankets or bair huggers if not contraindicated by their protocol. Encouraged to call back with any alerts, alarms or if water temperature (wt) dropped while patient temperature (pt) was still low. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient reached targeted temperature (tt) about 1.5 hours ago but has been continuously dropping in an arctic sun device. Patient temperature (pt) was now at 30.9 c, water temperature (wt) was 41.8 c and has been in the 40s since patient temperature (pt) started dropping. Good pad coverage and water flow rate (wfr). Double checked probes and changed out probe as well. Discussed medication administration. Explained patient temperature drop appeared to be patient related and confirmed device was responding appropriately. Discussed adding warm blankets or bair huggers if not contraindicated by their protocol. Encouraged to call back with any alerts, alarms or if water temperature (wt) dropped while patient temperature (pt) was still low.